Event description:
It was reported that the customer was not able to read the screen of his insulin pump. The customer stated that prior to the screen issue, he was checking his blood glucose level and went to input his carbohydrates. The customer's blood glucose was 212 mg/dl. The customer was unaware as to how the screen issue occurred. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.